Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the mcs tip cover accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the site's complaint history does show patient identifier (B)(6), (B)(6), (B)(6), and (B)(6) as related records (the other mcs tip cover accessory complaints).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip cover accessory was coming off. The doctor noticed it was coming off during the case and was unsure of the cause. This issue had happened in 4 or 5 cases. There was no issues with the mcs tip covers falling into the patient, but only during the procedure. The issue could be related to electrolube but the caller was not sure. The procedure was completing as planned with no reported injury.